Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery, after a diagnostic procedure. Reportedly, a cuff miss was experienced. All steps were followed according to the instructions for use, to successfully remove the device. A second proglide device was used to achieve hemostasis. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.